Manufacturer narrative:
The manufacturing record review was performed. No non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial implant surgery. During insertion, the lens haptic broke and the lens was removed from the patient's eye. Prior to insertion, patient had a posterior capsule break. The posterior capsule (pc) break was an extension of an ac (anterior chamber) rent which happened during the surgery. The lens was placed in the sulcus, but was explanted due to haptic break. A portion of the lens fell to the posterior pole. Another model, zma00 lens was placed in the sulcus with optic capture. The patient was discharged in good condition. An iol fragment (approximately 1mm in size) was noted in the far inferior periphery at post operative day 1. Patient reevaluation will be done in 2-3 weeks. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the returned lens showed the lens is cut in pieces, most probably to make the removal and lens replacement possible. The complaint could not be confirmed. Due to the condition of the returned lens, no further investigation was possible. All pertinent information available to abbott medical optics has been submitted. Placeholder.